Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker showed one year and a half remaining longevity. An engineering analysis determined that the device power consumption has been increasing and is expected to continue to increase. Hence, a device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.